Event description:
It was reported that the patient had to seek treatment at an emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose (bg) level was "high" (>400 mg/dl). The patient reported that the issue occurred overnight and was unsure if the pod was properly delivering insulin. The patient also applied a new pod and manually injected insulin prior to going to the ER, which was unsuccessful in lowering their bgs. The patient reported vomiting and having ketones in their urine but was not diagnosed with diabetic ketoacidosis. The patient was treated with calcium and other unspecified fluids to ensure they were hydrated. Treatment was successful in bringing their bgs back to a normal range. The patient was released the same day.

Manufacturer narrative:
An update on 21 aug 2025 was received, and b(5) was updated accordingly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to seek treatment at an emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) level was "high" (>400 mg/dl). The patient reported that the issue occurred overnight and was unsure if the pod was properly delivering insulin. The patient also applied a new pod and manually injected insulin prior to going to the ER, which was unsuccessful in lowering their bgs. The patient was treated with unspecified fluids, and their bgs were back to normal. The patient was released the same day. Further information regarding the event was not provided. If new information becomes available, this report will be updated accordingly.